Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur.(B) (4).

Event description:
Patient reported that she underwent total hip arthroplasty on (B) (6) 2009. Subsequently, she experienced multiple dislocations and a revision procedure was performed on (B) (6) 2010, to remove and replace the acetabular cup and modular head. The patient further reported that a competitor acetabular cup was implanted during the revision surgery. No further information has been provided by the patient to date.

Event description:
Patient reported that she underwent total hip arthroplasty on (B)(6) 2009 at another facility. Subsequently, she experienced multiple dislocations and a revision procedure was performed on (B)(6) 2010 at (B)(6) to remove and replace the acetabular cup and modular head. The patient further reported that a competitor acetabular cup was implanted during the revision surgery. No further information has been provided by the patient to date.

Manufacturer narrative:
This report is being filed to correct the product reported to the modular head instead of the acetabular cup as the acetabular cup was initially reported in error. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. (B)(4)

Manufacturer narrative:
This report filed on (B)(4) 2010.

Event description:
Patient reported that she underwent total hip arthroplasty on (B)(6) 2009 at another facility. Subsequently, she experienced multiple dislocations and a revision procedure was performed on (B)(6) 2010 at (B)(6) medical center to remove and replace the acetabular liner and modular head. The patient further reported that a competitor acetabular cup was implanted during the revision surgery. No further information has been provided by the patient to date.